Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv5 device was observed leaking at the fill port cap during filling. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visually, there were no signs of leak observed at the fill-port or anywhere on the sample. The fill-port cap was subsequently removed to verify the reported condition. After removal of the cap, no evidence of leak or back-flow was detected at the fill-port or around the fill-port area. The checkband was also examined for any signs of particulate matter (pm) that could have caused a back-flow; however no signs of pm were found under the checkband. Based on the evaluation findings, the device performed as expected and the reported condition could not be confirmed. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.